Event description:
It was reported that patient underwent a knee procedure utilizing a femoral drill on (B) (6) 2009. During the procedure, the drill bit fractured while being drilled aggressively. The drill bit fragment was removed and the procedure was completed successfully. There was no adverse outcome to the patient.

Manufacturer narrative:
PMA/510(k) number - was originally reported exempt due to the component being an instrument, however, the device is listed with a PMA number of p010014.

Manufacturer narrative:
Review of material certification and device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned device found evidence of brittle fracture due to bend overload.

Event description:
It was reported that patient underwent a knee procedure utilizing a femoral drill on (B) (6) 2009. During the procedure, the drill bit fractured while being drilled aggressively. The drill bit fragment was removed and the procedure was completed successfully. There was no adverse outcome to the patient.